Manufacturer narrative:
The reported event of damaged ail sensor file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported damaged ail sensors were observed with devices during a device fleet inspection. Devices were sent to biomed and will be repaired on site. No patient involvement was reported.

Manufacturer narrative:
The reported event of damaged ail sensor file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement device was not returned to manufacturing facility.

Event description:
The customer reported damaged ail sensors were observed with devices during a device fleet inspection. Devices were sent to biomed and will be repaired on site. No patient involvement was reported.